Event description:
Boston scientific received information that during implant procedure, this right ventricular (rv) lead exhibited high out-of-range pacing impedance measurement. Boston scientific technical services (ts) then provided the normal range of impedance. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information obtained from the field representative indicated that the source of high out-of-range pacing impedance measurement was not conclusively determined. The physician opted to use the lead and the impedance after surgery with the device was at 1793 ohms. Also, threshold and sensing were good. This lead remains in service. No adverse patient effects were reported.